Event description:
Pt was connected to a ventilator. The neo-link airway connector was attached to the ventilator circuit. When the caregiver held the neo-link connector to perform suction, the top part of the suction port fell off resulting in an open ventilator circuit. The connector was replaced. No pt injury occurred.